Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument failed mechanical engagement when placed onto the test system. The instrument failed to engage with the sterile adapter in multiple attempts. A review of the engagement log showed multiple engagement failures. Additionally, the instrument was found to have a broken pitch cable at the distal end and the broken cable segment that contains the crimp was missing from the clevis. As a result, failed engagement was observed. Another finding, unrelated to the reported complaint was that the instrument was found to have scratch marks with light material removed from the main tube. Fa noted this failure was attributed to mishandling/misuse. A review of the instrument log for the small grasping retractor associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2021 on system sk2948. The instrument had 1 life remaining. A review of the site's complaint history does not show any other complaints related to this product. No image or procedure video was provided for review. The small grasping retractor is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable malfunction due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted nissen fundoplication procedure, the small grasping retractor instrument would not engage or be recognized by the system. The site swapped to a back-up instrument and completed the procedure with no report of patient injury. Intuitive surgical, inc. (Isi) completed customer follow up on 28-june-2021 and obtained the following information: the customer was unable to provide any further details on the reported issue with the instrument. Patient information was requested, but was unavailable.